Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the tech processor board and the eprom. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cysto table of the 2600 system keeps locking up and needs to be rebooted. There was no report of patient injury.